Manufacturer narrative:
Additional lot numbers: 489301002, 493958006.

Event description:
On (B) (6) 2007, an acticon device was implanted. On (B) (6) 2010, the entire device was removed and replaced due to recurring incontinence. No further info was provided.